Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ secondary set c61 was leaking. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
As neither a sample nor a lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Root cause could not be determined with the information available. Since lot number was not reported DHR review was not performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd phaseal secondary set c61 was leaking. There was no report of exposure, injury or medical intervention.